Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer's blood glucose was 600+ mg/dl. A manual injection was administered to resolve elevated glucose level. Customer changed the cartridge, needle, and syringe to resolve the issue.